Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. However, the patient alleged the sensor at fault. The sensor was inserted on the abdomen on (B)(6) 2017. No additional patient or event information is available.